Event description:
It was reported that bd alaris pump module smartsite infusion set was leaking the following information was received by the initial reporter with the following verbatim: customer is reporting that the IV tubing for the alaris pump is leaking. She is not sure which lot number is leaking so she provided all lot numbers they have in quarantine. Item: 2426-0007; lot numbers: 23109374; 23089405; 23109369; and 23089169. Customer would like credit if found confirmed.

Manufacturer narrative:
B3. The date received by manufacturer has been used for this field. H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
No additional information was provided. Material#: 2426-0007; lot#: 23109374; 23089405; 23109369; and 23089169. It was reported by the customer that the IV tubing for the alaris pump is leaking. Verbatim: rcc received a complaint via phone. Pir attached. Customer is reporting that the IV tubing for the alaris pump is leaking. She is not sure which lot number is leaking so she provided all lot numbers they have in quarantine. Item: 2426-0007; lot numbers: 23109374; 23089405; 23109369; and 23089169. Customer would like credit if found confirmed. Customer has unused sample to return if needed.

Manufacturer narrative:
It was reported by the customer that the IV tubing for the alaris pump is leaking. One sample of item number 2426-0007, lot number 23089169 was received for quality investigation. The infusion set was first visually examined for any damages or abnormalities. There were no signs of any damages or abnormalities. The sample was then primed with water, and there was no signs of leakage. The set was then placed in an alaris pump and a simulated infusion was conducted at 125 ml/hr. There were no sign of leakage, air-in-line, occlusion or flow issues during the testing. The customer complaint of leakage could not be replicated. A root cause was not determine because the failure could not be replicated. A device history record review for model 2426-0007 lot number 23089169 was performed. The search showed that a total of (B)(4) units in 1 lot number was built on 10aug2023. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends.